Event description:
It was reported that during a heart procedure, the device jammed and could not be removed from the tissue. The dr cut the surrounding heart tissue to remove the device. There is no additional info available at this time.